Event description:
It was reported that patient underwent a procedure utilizing an anchor plug and transverse pin on (B)(6), 2012. During the procedure, the anchor plug thread fractured as the spindle was being tightened to it. The surgeon had to remove the anchoring unit, which included the anchor plug and transverse pin, as a result. The transverse pin fractured upon removal. An additional anchoring unit was available to complete the procedure; however, a delay greater than thirty minutes occurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The correct product identification necessary to review manufacturing history was not provided. Device availability - product is available for evaluation, but has not been received by manufacturer to date. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00173 and 00174).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number seven states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Fracture artifacts on the returned device suggest a fracture due to bending overload. The anchor plug was found to be within print specifications for all features relating to the failure.